Event description:
Hcp reported patient experienced withdrawal from baclofen with increased spasticity. A catheter contrast study showed the catheter was patent. An x-ray rotor study showed the pump rotor stopped. The patient was managed on oral medications. The pump was explanted and returned to the manufacturer for analysis. The patient underwent implantation of another synchromed pump. The patient's increased spasticity resolved with itb resumption after a new pump was placed.